Manufacturer narrative:
Additional information: additional information received from the account indicated that the device had patient contact. The lens was not inserted at all, but the cartridge touched the patient. The surgeon's name is dr. (B)(6). The patient's date of birth is (B)(6) 1960. It was indicated that a replacement lens of the same model and diopter was used. The account clarified that the issue with the device was that the lens did not advance and was stuck in the cartridge. The balanced salt solution (bss) was used and there was a delay in procedure. The lens was discarded. The following field was updated accordingly: section a2: age/date of birth: (B)(6) 1960. Corrected data: in review and based on the new information received from the account describing the event, it was realized that the event is no longer reportable and no further report will be submitted under this manufacturer report number 2648035-2020-00940. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the device was discarded by the account). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no deviation or discrepancy was found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/asked but not provided. Sex/gender: unknown/asked but not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an intraocular lens (iol) failure. The lens was not implanted and there was no patient injury reported. No further information was provided.